Event description:
Pt is having difficulty ordering insulin pump supplies from medtronic minimed. Pump requires tubing and an insertion device. These supplies can only be purchased from medtronic minimed. Did not have this problem before the co was purchased by medtronic. Pt is type I insulin-dependent diabetic, which means they cannot live without insulin. Pt current order has been delayed by a week because the co had not contacted insurance co, and they did not do so until pt called them to follow up the order. This happened earlier this year, however pt doesn't remember the exact date. At that time, pt ran out of pump supplies and had to revert to insulin injections; this is what pt interprets as a required intervention. Changing insulin administration from a pump to injections requires close monitoring by a health care provider, which was impossible on such short notice. Pt's blood sugar levels were out of control until supplies finally arrived. They have cut back the hours that the supplies can be ordered over the phone, and pts usually put on hold for several minutes. Pt suspects they have implemented staff reduction as a cost-cutting measure, which is having an adverse effect on pt's health. If pt had to go through the same procedure to purchase insulin, pt would be dead by now.